Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) one month post implant. The physician planned to have the patient present back to the hospital for further evaluation. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) one month post implant. The physician planned to have the patient present back to the hospital for further evaluation. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead had dislodged. Surgical intervention was undertaken. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.